Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.

Event description:
Customer reported a no delivery alarm that was resolved with a complete set change. The blood glucose reading was 200 mg/dl. Nothing further was reported.